Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. The patient with this lead and an implantable cardioverter defibrillator (ICD) was experiencing sensing problems. A new rate sensing lead was implanted.